Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating 45 minutes into infusion both pumps were exhibiting no disposable alarms, not detecting the remodulin cassette, when the smiths medical, cadd medication cassette was attached. It was reported the customer changed the cassette which resolved the alarming issue. No adverse patient effects were reported. No additional information is available at this time.